Manufacturer narrative:
Complaint sample was returned and the reported event was confirmed, the device was broken. The adaptor end was not returned with the sample. Both reamer end and adaptor shaft contain numerous marks and scratches indicating extensive use. It is unknown how many procedures the handle has undergone in the field. The device history record was reviewed and no discrepancies were found. No further investigation required. Lot number corrected to 2551517. Updated device available for evaluation. (B)(4)..

Manufacturer narrative:
It has been communicated by the customer that the device will be returned to greatbatch medical for eval. Once greatbatch medical receives the device, an investigation will be performed and a supplemental medwatch 3500a form will be submitted. Complaint info was provided by (B)(4) surgical.

Event description:
It was reported that the part of the reamer that goes into the cordless drill snapped off inside of the quick connect component. The broken pieces were retrieved, but disposed of. No adverse events were reported as a result of the malfunction.